Event description:
N/a.

Manufacturer narrative:
Analysis: the advanta v12 covered stent delivery system was returned from the field and evaluated. As mentioned in the case details the balloon was separated from the catheter shaft. The separation was at the proximal balloon weld bond. The balloon was still fully intact and attached to the catheter shaft. The catheter shaft just prior to the proximal balloon bond was necked down to a smaller diameter due to the force applied in attempting to pull the balloon back through the sheath. Based on the condition of the balloon it is difficult to determine if the balloon had been properly deflated prior to withdrawing back through the introducer sheath. There was an obvious area of the balloon where fluid had been retained in the distal balloon cone preventing the balloon from being withdrawn. The distal cone had never entered the introducer sheath. The introducer sheath used in the case was not returned. The instructions for use specify to pull a vacuum on the inflation device to its maximum volume for 40 seconds and to verify full balloon deflation via fluoroscopy before proceeding to the next step. The balloon weld where the pet balloon is thermally welded to the catheter shaft is tested in process to ensure the quality of the bond. A sampling (20 catheters) of every manufacturing lot is tested to ensure it meets the tensile force requirement of 15 newtons (n). The production lot history records indicate that the minimum tensile force seen during the testing was 21.9 n. This is well above the 15 n requirement. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of advanta v12 covered stent systems is tested to. This testing includes the ability of the stent to be deployed and the balloon deflated then withdrawn back through the introducer sheath. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. It is possible that the balloon was not allowed the required 40 seconds of deflation time as indicated within the supplied instructions for use prior to removing out of the sheath.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the procedure was a repair of an aortic aneurysm which had some micro-out pouching and showering of emboli to the foot. The device was prepared per the instructions for use and positioned over the aneurysm with excellent placement and coverage. The stent was deployed at 8 atmospheres. The balloon was deflated and was being withdrawn. The distal balloon separated from the main shaft in the hemostatic valve.